Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort due to the location of his scs ipg. As a result, surgical intervention took place on (B)(6) 2015 at which time the patient's ipg pocket was relocated. The patient's ipg was electively explanted and replaced with a new model ipg to take advantage of new technology. The patient had effective stimulation postoperative.